Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer burned his hand when using the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the customer burned his hand when using the device. No further information available at this time.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found that a screw (1 of 2) was missing from the retention plate of the return electrode monitor (rem) receptacle. According to the reporter, the customer burned his hand when using the device. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that a screw (1 of 2) was missing from the retention plate of the rem receptacle. The investigation identified the root cause of the reported event to be the missing screw. The screw was replaced to address the condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the customer burned his hand when using the device.